Event description:
Ous MDR - it was reported that the patient implanted with this ICD device died in the hospital on (B)(6) 2019. The patient was involved in a car incident as a driver on (B)(6). The patient was hospitalized and it was not possible to interrogate the ICD ((B)(6) 2019). No stimulation was observed and that is why a temporary pacing system was used. The patient was scheduled for the device exchange on (B)(6).

Manufacturer narrative:
Upon receipt, the implantable cardioverter defibrillator (ICD) was visually inspected. The leads were still connected to the header of the ICD. The connections between the leads and the ICD were tested, proving that the leads were connected properly. The housing of the ICD showed multiple scratch and cautery marks, which can be most likely attributed to the explantation process. Additionally, a slight convexity of the housing was identified. Next, the leads were disconnected and the ICD was subjected to an electrical analysis. Confirming the clinical observation, the device could not be interrogated and no therapy signal was provable during bench test. The leads were thoroughly inspected. All three leads had been capped approx. 13cm to 13.5cm from the respective is-1 connector pins and only the proximal parts have been received for analysis. All leads showed superficial signs of wear and on the solia and plexa lead explantation damages such as cuts in the connector area and damages due to strong pulling forces were observed. No anomalies were found. The manufacturing process for the ICD and the leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. At a next step the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. A measurement of the battery voltage revealed a depleted battery, which explains the compromised device functionality. The electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, in particular the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. All measurements are consistent with a depleted cell. In a next step, the battery was opened for destructive analysis. The battery was disassembled and its components analyzed. A thorough assessment did not reveal any evidence of an internal short circuit as the root cause of the depleted cell. However, it cannot be excluded that a temporary internal discharge contributed to the clinical observation of inability to interrogate the device. Please note, trauma at the implant site caused by strong external forces or impacts, as they might occur during a car accident, may have promoted the formation of a temporary internal short circuit. Based on the available information, the time course of the battery discharge is not determinable. In summary, the electronic module of the device was fully functional and no lead defect was determinable. The battery analysis revealed a depleted cell, however no internal electrical path in the battery was evident. Despite a thorough analysis, no definite root cause for the clinical observation of an inability to interrogate the device could be established.

Event description:
Ous MDR - it was reported that the patient implanted with this ICD device died in the hospital on (B)(6) 2019. The patient was involved in a car incident as a driver on (B)(6). The patient was hospitalized and it was not possible to interrogate the ICD ((B)(6) 2019). No stimulation was observed and that is why a temporary pacing system was used. The patient was scheduled for the device exchange on (B)(6).